Event description:
A physician reported that, an ophthalmic cannula has leakage and backflow were occurred. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. One open, ophthalmic cannula in a plastic cartridge, in a bag was received for the report of leakage and backflow occurred. Sample was visually inspected and found to be nonconforming, dried white foreign material in the hub ID. The sample was then sent for particle analysis. The particle analysis found the foreign material to most closely match device. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The reported issue of the cannula was clogged is confirmed. The particle analysis found the foreign material to most closely match device. Device is not a material that is used in the cannula manufacturing process. How and when the device got in the inner diameter of the cannula cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is device got into the cannula during surgery and dried. The exact root cause of leakage could not be determined from the investigation performed as the dried foreign material was in the hub ID and functional testing could not be performed. A root cause cannot be determined for the complaint as described by the customer. Functional leakage testing could not be performed and the exact root cause for the occlusion is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).